Event description:
The caller reported that the pump battery was not charging despite using a tandem charging cable and trying different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy.